Event description:
Connectivity issues, unable to see therapy results in share source. Alarm kept ringing patient occlusion. Machine was swapped out for a new one. Patient refused to restart therapy. There were so many challenges with the pd cycler, mainly from the modem. Three different cyclers were used to start the pd. Baxter technical services were called for assistance, after two hours of troubleshooting, the pd machine was set to manual mode before peritoneal dialysis could be started. The main cause of malfunction / delay in treatment was because the modem did not work. This is rental equipment. And the issue is connectivity for a baxter application through our wireless. Unit was not sequestered. Will need for baxter to address and replace the technology.